Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with more than 300 units of insulin during the load sequence. Customer ultimately reported that the issue was resolved but was unable to provide further details into how it was resolved. Customer¿s blood glucose level was 294 mg/dl. Customer continued to use the pump for insulin therapy.